Manufacturer narrative:
(B)(4). Batch # r5a75j. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during a hemicolectomy, the firing knob of ntlc55 having no. R5a75j break off while firing very first reload after opening the device. Pieces were retrieved from the patient. The surgery was not delayed. Opened a new device to complete the surgery successfully. No other intervention required. There were no patient consequences.